Manufacturer narrative:
The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. No coil stretching was found. The coil retained its secondary framing shape. Full microscopic inspection failed to find any coil stretching along its entire length. No manufacturing defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Conclusion: the complaint of the coil stretching is not confirmed. No coil stretching was found. The coil retained its secondary framing shape. Full microscopic inspection failed to find any coil stretching along its entire length, therefore the root cause of the coil stretching cannot be determined. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device is expected for return but has not yet been returned. Additional information will be provided within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact from the facility reported that during coil embolization, the presidio coil (pc418083030/c23952) stretched. The coil was withdrawn and a new one was used to complete the procedure. There was no report of patient injury. At the time of initial contact the device was available for return. There was no reported significant clinical delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. There were no kinks in the microcatheter. Resistance was not reported when the coil was advanced, repositioned, or withdrawn.